Event description:
The customer reported that the insulin pump had unresponsive buttons. The customer stated that she fell into the tub. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.